Manufacturer narrative:
(B)(4).

Event description:
It was reported that withdrawal difficulty occurred. The target lesion was located in the left internal carotid artery. A 190 cm filterwire ez¿ was used to treat the target lesion. During withdrawal, the physician noticed that the device was unable to be withdrawn into the retrieval sheath as it was possibly hang up on an unspecified stent. The device was eventually withdrawn after several attempts. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: investigation completed. The device was returned for analysis and was observed the distal end was damaged. Visual and microscopic examination of the device noted the radiopaque distal tip of the protection wire was curved, wavy, and had been stretched approximately 8mm on its proximal portion. The filter bag was successfully retracted and then deployed; the filter bag was observed to be in good condition and met specification. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty occurred. The target lesion was located in the left internal carotid artery. A 190 cm filterwire ez¿ was used to treat the target lesion. During withdrawal, the physician noticed that the device was unable to be withdrawn into the retrieval sheath as it was possibly hang up on an unspecified stent. The device was eventually withdrawn after several attempts. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.